Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported blurry vision. This resolved two weeks following implant surgery on the second eye. Since then, the patient is again reporting blurry vision. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested on 06/02/2008 and 06/18/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 06/26/2008.